Event description:
A customer reported a signal loss alarm issue with the adc freestyle libre 2 sensor, "although the reader and sensor were within the 6 unobstructed meters". Customer experienced a medical event due to this issue, stating "she needed to receive medical treatment to reduce the amount of insulin she had applied herself to bring her glucose back up". However, no further information was provided as she refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss alarm issue with the adc freestyle libre 2 sensor, "although the reader and sensor were within the 6 unobstructed meters". Customer experienced a medical event due to this issue, stating "she needed to receive medical treatment to reduce the amount of insulin she had applied herself to bring her glucose back up". However, no further information was provided as she refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.